Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 143 mg/dl. Unable to rewind the insulin pump. Advised customer that the insulin pump requires replacement. Customer will go to emergency room since she does no have a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.